Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to fractured ceramic liner. Patient last week ankle rolled and slipped on a gutter whilst walking and loaded with force on left side of hip. Patient then noticed a grinding noise and x-ray showed fractured ceramic liner.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.